Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the physician implanted the atrial lead with "acceptable measurements." At the end of the implant procedure there was high threshold and a different sensing reading. The physician repositioned the lead multiple times but was not able to obtain "acceptable measurements." A new atrial lead was implanted. No patient complications have been reported as a result of this event.